Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a door not fully latched alarm. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval experienced the door not fully latched alarm. The device was operating out of specification with respect to the reported symptom, due to a failed link switch. The upper auxiliary assembly (including the failed link switch) was replaced.